Manufacturer narrative:
Qn#(B)(4). The device investigation is pending.

Event description:
On (B)(6) 2022, staples were found jamming prior to the patient.

Event description:
On (B)(6) 2022, staples were found jamming prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed no clear evidence of use in the form of biological material. The trigger was partially engaged, and the first staple was partially formed. The stapler was returned with 14 staples in the cartridge, indicating that at least 21 staples were fired by the customer. No defects or anomalies were observed with the device. Reference attached. Functional inspection was performed by attempting to fire staples from the returned stapler. The unfinished trigger cycle was completed, and the partially formed staple was formed and released. The trigger was engaged. Upon full engagement of the trigger, the next staple was formed and released properly. This was repeated three times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Reference the IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - info not provided" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.